Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on 27 june 2023. No adverse events were associated with this complaint.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2023. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The review of the glucose plot showed two consecutive drop out phases in 14 days apart that triggered the sensor replacement alert on day 62 after insertion. The system correctly disabled the sensor due to the performance deviation, and the system's self-test functions were working normally. The root cause of the failure was most likely due to optical instability caused by an led issue. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to 11 april 2024. D9. Device available for evaluation? Yes, device received on 09/01/2023. Date received by the manufacturer ?09 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.